Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported concurrent flow were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported concurrent flow. The primary tubing set was being used to deliver an unspecified solution, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to an unspecified location of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time after the piggyback delivery was started, concurrent flow was noted. The customer contact reported the primary delivery began before the piggyback delivery was complete. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.